Manufacturer narrative:
Cns not booting to nk software and then boots and has a black screen which is suggestive of a hard drive failure. However, upon receiving the unit, service could not duplicate the issue. Customer unit was installed in 2007 and to the best of the customer's knowledge the hard drive has never been replaced. Informed customer of the recommended 2 year hard drive replacement interval - waiting for customer response to replace or not.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned and evaluated. The issue could not be duplicated. The unit was tested and burned for several days. The unit booted up to the patient monitoring screen every time. The unit never booted up to a black screen. Customer requested that the hard drive be changed. The hard drive was changed and the settings were restored. All functions were tested prior to shipping this unit back to the customer.

Event description:
(B)(4).